Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was admitted with history of high power alarms and trending flows. Patient called in the morning and stated his urine was a little darker and had high power alarms. While at the emergency room patient stated there was increased power, flow and pump sounds louder. Patient felt well. Echocardiogram (echo) showed no atrioventricular (av) opening. Patient noted to have sustained ventricular tachycardia (vt) and noted ventricular fibrillation (vf) last month. Patient was treated with tissue plasminogen activator (tpa), heparin, anticoagulation therapy and thrombolytic therapy. Site states pump parameters were trending down. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that after two doses of tissue plasminogen activator (tpa) were given, parameters continued to rise and the decision was made to do a pump exchange on (B)(6) 2018.

Manufacturer narrative:
Product event summary # (B)(4) was not returned for evaluation. The reported high power event was confirmed through log file analysis which revealed a sudden increase in power consumption starting (B)(6) 2018. 7 low flow alarms were logged since (B)(6) 2018 and 82 high watt alarms were logged since (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. Based on risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.